Event description:
Additional information received per the medical records indicate that the patient has a history of right lower lobe pulmonary embolism (pe), depression, pancreatitis, systemic lupus erythematosus, fibromyalgia, chronic low back pain, pulmonary hypertension, bronchitis, recurrent pneumonia (required intubation: adults respiratory distress syndrome), renal insufficiency, abnormal heart flow, bilateral hip avascular necrosis, transesophageal fistula repair (twice), abnormal vaginal bleeding, umbilical hernia, left inguinal hernia, latex allergy and amoxicillin allergy. Approximately three weeks before the index procedure the patient was admitted to the hospital with a pulmonary embolus (pe). Computed tomography (CT) scan of the chest noted pe in the right lower lobe, hematoma in mediastinum post-surgical and atelectasis. The patient was discharged three days later. Four days after being discharged, the patient was re-admitted to the hospital with complaints of shortness of breath. Twelve days later the filter was implanted. The indication for the filter placement was prophylaxis against pulmonary embolism in patient unable to undergo anticoagulation due to a retroperitoneal bleed while on coumadin. The trapease filter was implanted via the right internal jugular vein. It was successfully deployed at the l2-l3 level. The patient tolerated the procedure well without incident. Approximately seven months after the index procedure the patient presented to the emergency room (ER) with complaints of pain, ¿hurts to breath.¿ the patient was evaluated and discharged three days later. A final diagnosis was not provided. Approximately two years and three weeks after the index procedure the patient presented to the emergency room (ER) with complaints of pleuritic chest pain and shortness of breath. The patient reported falling two weeks prior. The patient was diagnosed with a small subsegmental pe due to untherapeutic inr and was discharged three days later. Approximately sixteen years and four months after the index procedure the patient presented to the ER with a complaint of back pain. The patient history is noted for sciatica, low back pain and bilateral hip pain and obesity. Two days later a lumbar spine magnetic resonance imaging (MRI) scan showed disc bulge at l3-l4, l4-l5 and l5-s1 with mild spinal stenosis, no acute compression fracture. An abdominal computed tomography (CT) scan showed inferior vena cava (ivc) filter fracture with strut penetrating the posterior wall of the ivc and lodged in l3 vertebral body, cholelithiasis and diverticulosis. The patient was discharged to another facility for pain control. Additional information received per the patient profile form (ppf) states that the patient experienced filter fracture and perforation of filter struts outside the ivc. The fractured struts penetrated the ivc and lodged in the l3 vertebrae. The patient became aware of the reported events approximately sixteen years and four months after the index procedure. The patient also experienced fear related to the filter.

Manufacturer narrative:
As reported a patient underwent placement of the trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused a fractured strut to penetrate the inferior vena cava (ivc) and lodge in the l3. The patient reported becoming aware of the event and perforation of filter struts outside the ivc, approximately sixteen years and four months post implant. The patient also reported fear related to the filter. According to the medical records, the patient has a history of right lower lobe pulmonary embolism (pe), depression, pancreatitis, systemic lupus erythematosus, fibromyalgia, chronic low back pain, pulmonary hypertension, bronchitis, recurrent pneumonia (required intubation: adults respiratory distress syndrome), renal insufficiency, abnormal heart flow, bilateral hip avascular necrosis, transesophageal fistula repair (twice), abnormal vaginal bleeding, umbilical hernia, left inguinal hernia, and allergies to latex and amoxicillin. Approximately three weeks before the implant the patient was admitted to the hospital with a pulmonary embolus (pe). Computed tomography (CT) scan of the chest noted pe in the right lower lobe, post-surgical mediastinum hematoma and atelectasis. The patient was discharged three days later and readmitted four days after discharge, with complaints of shortness of breath. Twelve days later the filter was implanted. The indication for the filter placement was prophylaxis against pe in a patient unable to undergo anticoagulation due to a retroperitoneal bleed while on coumadin. The trapease filter was implanted via the right internal jugular vein and successfully deployed at the l2-l3 level. The patient tolerated the procedure well without incident. Approximately seven months post implant the patient presented to the emergency room (ER) with complaints of pain, ¿hurts to breath.¿ the patient was evaluated and discharged three days later. A final diagnosis was not provided. Approximately two years and three weeks post implant the patient presented to the ER with complaints of pleuritic chest pain and shortness of breath. The patient reported falling two weeks prior. The patient was diagnosed with a small subsegmental pe due to untherapeutic inr and was discharged three days later. Approximately sixteen years and four months post implant the patient presented to the ER with a complaint of back pain. The patient history is noted for sciatica, low back pain and bilateral hip pain and obesity. Two days later a lumbar spine magnetic resonance imaging (MRI) scan showed disc bulge at l3-l4, l4-l5 and l5-s1 with mild spinal stenosis, no acute compression fracture. An abdominal CT scan showed inferior vena cava (ivc) filter fracture with strut penetrating the posterior wall of the ivc and lodged in l3 vertebral body, cholelithiasis and diverticulosis. The patient was discharged to another facility for pain control. The product remains implant and unavailable for analysis, the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the inferior vena cava (ivc) for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Recurrent pe is a known potential complication of filter implantation and is listed in the instructions for use (IFU) as such. There are possible patient and pharmacological factors that may have contributed to the reported event. Without procedural films for review, the reported filter fracture and ivc and organ perforation events could not be confirmed, nor an exact cause determined. The IFU states that filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. A review of the IFU notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Fear does not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. <p style="margin: 0in;">section e3:</p><p style="margin: 0in;">&nbsp;occupation: other, senior counsel, litigation</p>;;;.

Manufacturer narrative:
As reported, the patient underwent placement of a trapease vena cava filter. The indication for the filter placement was not reported. At some point after the filter implantation, the patient became aware that a filter strut had fractured and was lodged in the l3 vertebra. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the inferior vena cava (ivc) for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported filter fracture and ivc and organ perforation events could not be confirmed and the exact cause could not be determined. The timing and mechanism of the fracture has not been reported at this time. The instructions for use (IFU) states that filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. A review of the IFU notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced the event include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, fractured strut penetrated the ivc and lodged itself in the l3. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.